Manufacturer narrative:
This report is a duplicate incident to the submission file number 3012307300-2018-03299, sent on (B)(6)2018 . This was noted to be a duplication submission on (B)(6)2019 .

Event description:
This report is a duplicate incident to the submission file number 3012307300-2018-03299, sent on (B)(6)2018 . This was noted to be a duplication submission on (B)(6)2019 .

Event description:
Information was received that while a smiths medical endotracheal tube was in use, it had slipped out of the holder and patient was extubated. Some patients then required reintubation and resuscitation due to compromised airway. There was no specificity on the number of patients this occurred with.